Manufacturer narrative:
(B)(4). Analysis of the returned product noted the unused guide wire was returned inside the sealed tyvek pouch. There was a v shape tear on the front side. The lengths of the v shape tear were 3 cm on one side and 2.5 cm on the other side. The clear plastic was wrinkled in the middle of the tear. Factors that may contribute to damage/hole/tear in the tyvek pouch include, but not limited to, manufacturing, transportation, handling at the distributor, handling during inventory and/or handling during unpacking. It was noted that the lengths of the v shape tear were 3 cm on one side and 2.5 cm on the other side which would have been noticed during inspection prior to use. In order to ensure that this is not a result of a product quality deficiency, manufacturing inspects 100% of the tyvek pouch during final inspection prior to packaging. The lot history record was reviewed. There are no non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there were no other incidents reported for this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that a hole was observed in the packaging, rendering the product unsterile. There was no patient involvement reported. No additional information was provided.